Manufacturer narrative:
The customer found that the leak was caused by disconnected tubing. The customer reattached the tubing and the instrument ran without further leaks and errors. (B)(4).

Event description:
The customer reported a leak from the blood sampling valve (bsv) inside the coulter lh 750 hematology analyzer. The instrument was generating low vacuum errors when the leak was observed. The volume of the leak is unknown and the leak was not contained within the instrument. The customer was wearing goggles, gloves, and a lab coat at the time of the event. There was no report of direct contact to the leak. No erroneous results were generated in connection with this event. The customer found that the leak was caused by disconnected tubing. The customer reattached the tubing and the instrument ran without further leaks and errors. The customer did not report the exact location of the disconnected tubing.